Manufacturer narrative:
Aneurysmal enlargement initially detected by CT scan (B)(6) 2016.

Manufacturer narrative:
Additional excluder devices included in this report: pxc181400/05527770, pla320400/13651930, plc181400/13734565, pxc141400/13391762. (B)(4).

Event description:
On (B)(6) 2008, the patient was implanted with two gore excluder aaa endoprostheses (pxt261418/05630490 and pxc181400/05527770) to treat an abdominal aortic aneurysm. On (B)(6) 2015, the patient was implanted with three additional gore excluder devices (pla320400/13651930, plc181400/13734565, and pxc141400/13391762). On an unknown date, aneurysmal enlargement of 1cm was reportedly identified. The cause of the enlargement is not known. It is also unknown whether any follow-up or re-intervention has been planned or scheduled.

Manufacturer narrative:
Post-implantation CT images dated (B)(6) 2016 were received by gore from the facility, and an imaging evaluation was performed. Growth of the aneurysmal sac could not be confirmed as only one time-point was provided. There appeared to be a significant amount of artifact from embolization coils and glue throughout the aneurysmal sac, which inhibited ability to confirm contrast outside devices. What appeared to be diffuse contrast was present within the aneurysmal sac on the delayed images. The origin of the contrast could not be confirmed with the images provided. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement. Additionally, per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2008, the patient was implanted with two gore® excluder® aaa endoprostheses (pxt261418/05630490 and pxc181400/05527770) to treat an abdominal aortic aneurysm. On (B)(6) 2015, the patient was implanted with three additional gore® excluder® devices (pla320400/13651930, plc181400/13734565, and pxc141400/13391762). The reason for this procedure is not known. On an unknown date, aneurysmal enlargement of 1cm was reportedly identified. The cause of the enlargement was a type ii endoleak originating from lumbar arteries. It is unknown whether any follow-up or re-intervention has been planned or scheduled.